Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus performed troubleshooting with the reporter during the procedure and a good image on the screen was verified. Olympus reviewed possibilities of the error with the reporter but further troubleshooting could not be performed due to active procedure. The reporter stated a follow up call with olympus would be performed following the conclusion of the procedure. If new information and/or if the device is received, a summary will be provided in a supplemental report.

Event description:
The user facility reported that while performing a colonoscopy procedure the device presented a error e216 scope communication error. The reporter did not provide any information on current patient disposition but no patient harm was reported. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
The report is being supplemented to provide additional information. New information provided by the user facility confirms that the device will not be returned for evaluation.

Event description:
New information provided from the reporter revealed that there was no complication or impact to patient due to the error and that the procedure was completed. Additionally, it was noted that the device would not be made available for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.